Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing was noted on the pace/sense part of the lead. The patient received an inappropriate shock. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between june 01, 2025 and january 26, 2026 recorded the stable pacing impedance around 400 ohms and the stable shock impedance around 100 ohms. The analysis of the provided iegm episodes no 494 and 495 from january 21, 2026 revealed artifacts on the rv channel, which led to the reported oversensing and inappropriate shock delivery. The provided x-ray images did not show any peculiarities. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.